Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Customer¿s blood glucose level was 254 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.